Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to the customer's high blood glucose levels. The customer expressed diarrhea and vomiting as symptoms of his high blood glucose levels. The customer's blood glucose level at the time of hospitalization was over 600 mg/dl. The customer was wearing the insulin pump at the time of the emergency visit. The customer stated that the insulin pump only allowed him to give himself a manual bolus. Customer stated he would call back to continue troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.